Manufacturer narrative:
A4 patient weight added to the record. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg pocket was repositioned, resolving the issue.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient experienced pain at the ipg implant site. The ipg had migrated closer to the skin causing pain. In turn, surgical intervention may take place at a later date to address the issue.